Event description:
It was reported that medication delivery issues occurred during use with a bd omnitrope® pen 10. The following information was provided by the initial reporter, 22 july update: inaccurate dosing: ¿the family member of the patient says that the pen injector is not applying the correct dose on some occasions, because when he presses the injection button it is swept and he thinks that the correct dose was not applied or the medication is not applied, since he made accounts and noticed medication for more days than expected.¿

Manufacturer narrative:
H.6. Investigation: one (1) sample was provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Bdm-ps performed a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections. The batch involved in this complaint meets all acceptable quality levels (aql¿s), was manufactured and released according to applicable procedures and specifications. Initial evaluation of the returned complaint sample revealed no visible damage to the pen. The pen was tested for volumetric dose accuracy per it1172. All doses were within specification, and the pen functioned as intended. An injection sequence was executed using a 31g x 5mm bd pen needle and placebo cartridge. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that medication delivery issues occurred during use with a bd omnitrope® pen 10. The following information was provided by the initial reporter, 22 july update: inaccurate dosing: ¿the family member of the patient says that the pen injector is not applying the correct dose on some occasions, because when he presses the injection button it is swept and he thinks that the correct dose was not applied or the medication is not applied, since he made accounts and noticed medication for more days than expected.¿